Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. An event of a gas leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. The cause of the damaged seal and subsequent leak remains unknown. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified.

Event description:
During a pulmonary vein isolation for atrial fibrillation ablation procedure, air entrapment was observed within the agilis 13f sheath following the withdrawal of the volt catheter. The agilis 13f sheath was exchanged. The procedure was completed with no adverse consequences to the patient.